Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. The first seal remained inside the loading device. Upon depressing the green buttons on the second and third devices, the seals did not align properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Only two out of the three products are returning. Refer to MFR report numbers 2242352-2013-00426 and 2242352-2013-01304 for the related reports.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).